Manufacturer narrative:
Per the field service representative (fsr), the non-clinical activity was during a routine check of the unit while in storage.

Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) was stuck on the boot-up screen. There was no patient involvement.

Manufacturer narrative:
Updated block: h6. The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.